Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom which was reproduced. Further evaluation found the downstream tubing guide, gasket, shim, and plate to have been installed incorrectly. The downstream tubing guide/gasket/plate were replaced.